Event description:
It was reported that the 9600 system was arching during a cose. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site inverstigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.